Manufacturer narrative:
Insulin pump passed the displacement test but failed during prime test due to loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was squirting out insulin during manual priming; the issue would not be resolved despite several infusion set changes. The drive support cap appeared normal. Blood glucose level at the time of the incident was 13 mmol/l. The insulin pump will be returned for analysis.